Event description:
Boston scientific was informed that a pt was observed to have a 2nd to 3rd degree burn on her buttock. It was reported that prior to the start of the hta procedure the physician removed a polyp from the pt's cervix. The hta procedure was started and about 2 mins into the heating phase, a fluid loss alarm was heard (rate of loss is unk); the physician had two tenaculums placed at this time. The physician checked the seal and removed the three raytecs from below the cervix, replaced them with three new ones and repositioned the tenaculums. After restarting, about 5 mins into the ablation, another fluid loss alarm was heard (rate of loss is unk) at which time the physician aborted the procedure and cooled everything down. The physician checked the cavity and observed a minimal amount of blanching. The physician proceeded to complete a sling procedure with a boston scientific obtryx device (second schedule procedure). The pt was discharged with silvadene cream for treatment of the blanched area. A few days later the pt called in pain, but would not come into the office. One week after the procedure the pt called again still in pain and returned to the office. The physician examined the pt and found a second/third degree burn on the pt's right buttocks cheek about the size of the physician's palm. For the size of the burn the physician says there should have been much more fluid lost than there was during the procedure, if it was due to hta. The physician is speculating that the burn could have been caused by betadine in the betadine preparation. The pt was sent to a general surgeon, the MFR has no further info on the treatment given.

Manufacturer narrative:
The lot number of the device used is unk, consequently the device mfg and expiration dates are unk. The suspect device has been disposed. A device evaluation will not be performed.